Event description:
It was reported that a patient underwent paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the sheath shaft rough issue occurred. The physician had issues moving the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium inside the patient because the surface of the sheath is not as slippery as the agilis sheath. Additionally, the braiding below the surface also breaks the movement especially when in use with a second long sheath. There were no patient status/ outcome / consequences. Additional information was received on the event. The customer complained about the handling of carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, in comparison to an agilis sheath. The event was assessed as MDR reportable for a sheath shaft rough issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12-may-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 23-jun-2022. It was reported that a patient underwent paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a sheath shaft rough issue occurred. The physician had issues moving the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium inside the patient because the surface of the sheath is not as slippery as the agilis sheath. Additionally, the braiding below the surface also breaks the movement especially when in use with a second long sheath. There were no patient status/ outcome / consequences. Additional information was received on the event. The customer complained about the handling of carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, in comparison to an agilis sheath. The device was returned to biosense webster for evaluation. Bwi conducted a visual inspection, and an outer diameter (od) test of the returned device. Visual inspection revealed a bent on the shaft. The dilator was not returned. An od test was performed and the sheath passed the specification. All units are inspected prior to leaving the facility to avoid this type of damaged prior to leaving the manufacturing site. It could be related to excessive force or manipulation; however, it cannot be conclusively determined. A device history record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi's quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) states the following precaution: "careful manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement and placement through a guiding sheath should be done using a combination of visual aids available, fluoroscopic guidance and/or intracardiac ultrasound. Intracardiac signals are not recorded from electrodes placed on the sheath. In addition, extra care should be taken while inserting, aspirating, and manipulating the guiding sheath". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).